Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient has deceased. The cause of death was unknown. There is no known allegation from a health professional that suggests the death was related to the device. It was noted that an infection was observed.

Manufacturer narrative:
This report is to retract report MFR 2017865-2025-1003249 & 2017865-2025-1003249 submitted on ddmmm, 2020. This report was erroneously submitted. This is a not a reportable event. All previously submitted information should be corrected to not applicable and null fields.